Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d4: model no, serial no, lot no, exp date, UDI - correction g3: date received by manufacturer - additional h2: additional information/correction h4: mfg date - correction h10: corrected data h6: type of investigation - correction h6: investigation findings - correction h6: investigation conclusion - correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.